Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the liquid coming out of the end of the blade mount was duplicated. Based on the investigation details, the likely cause was problems with a torn boot on the blade mount assembly, which was replaced. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that liquid came out of the end of the saw. This event did not occur during any surgical or medical procedure. There was no pt involvement or any adverse consequences reported.